Event description:
It was reported that during a rotator cuff procedure, the needle tip broke off inside the patient. An x-ray was performed showing the needle tip was in the patient`s soft tissue. The surgeon chose not to retrieve it. Pt doing fine to date

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Complainant's event caused by a broken needle point. The mating part instrument used in the event was not returned. Based on the information provided and device evaluation, the most likely cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury (B)(4). If additional relevant information is received, a follow-up report will be submitted.